Event description:
Physician has reported "implant rupture". Confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, red particle in the shell, crease flat, wear abrasion and missing. A microscopic analysis was performed which identify a sharp broken in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data.

Event description:
Physician has reported "implant rupture". Confirmed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the left side.